Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The actual sample was not available. A companion sample is available and has been requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter's attempts to obtain the sample were not successful and therefore, the sample was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause is undetermined.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240/2367, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated that he did not press go before connecting himself, yet the hc got a se 2240 in initial drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(6) 11 in regards to the system error 2240/2367 alarm and he said he was able to resume therapy after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. He did discuss the alarm with nurse and she said there was no chance for infection. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.